Manufacturer narrative:
The suspect device was not returned for evaluation. A photograph of the defect was provided and examined. The complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that the catheter tip detached.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A photo of the failure has been provided. A follow up will be submitted when the evaluation is complete.